Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. We had an occurrence today at hcc main where the bag of chemo was delivered out from pharmacy. The nurse began hanging the drug and noted a few drips coming from the upper part of the tubing where the first side arm begins, this was not a disconnect. She placed it back into the chemo bag, it was not attached to the patient or in the pump yet. She notified pharmacy, drug was wasted and a new bag was made, with no problems. The nurse was wearing her proper ppe so she was not exposed. I have the contents and can send it out once you can provide me with a fed ex label and send the appropriate container (not a cylinder) to send back the chemo bag and tubing. No lot number was available as it was mixed in the pharmacy. This involved the bd alaris infusion tubing (primary).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The nurse began hanging the drug and noted a few drips coming from the upper part of the tubing where the first side arm begins. One sample was received for quality evaluation. The sample was primed an a leak was immediately identified coming from the top of the y-site smartsite closest to the backcheck valve. Further investigation, under magnification, indicates that there is a crack at the top of the blue insert of the y-site smartsite allowing for leakage. The customer complaint of leakage was confirmed. The investigation was forwarded to the manufacturer for root cause evaluation. After review of the photos of the damage, it was determined that the damage was not caused during manufacturing. The root cause of the issue could not be fully determined. Additionally, the hole appears to be created by a needle, and is possibly a user created hole if a needled syringe was attempted to be used with the smartsite. The bd clinical team will be made aware of the issue to determine if further information or training is needed for the proper use of the product. A device history record review for model 2420-0007 lot number 24115427 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.